Event description:
It was reported that the patient had a recurring infection near the ipg site. Symptoms of infection were yellow discharge and discomfort at the ipg site. The physician assessed the infection as not device nor procedure related and the cause was unknown. No device malfunction suspected. The patient underwent an explant procedure and was placed on antibiotics. The explanted ipg and leads were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).